Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump would not turn on after receiving off no power alert. The customer's blood glucose was 391 mg/dl at the time of incident and it was treated using manual injections. The customer cleaned the contacts of the battery cap and compartment and inserted a new battery but the insulin p[ump did not turn on. Drive support cap of the insulin pump was normal. Troubleshooting was performed for blank display and the device is not expected to be returned for analysis.